Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd luer-lok¿ tip syringe had foreign matter on the plunger. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: sex: unknown; event attributed to: other; device single use?: no; device returned to manufacture: yes. A 30ml syringe was received for evaluation. Our quality engineer was able to visually inspect the returned sample and determined that there was silicone inside the syringe. Silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It was an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. Silicone has been used in this application for over 20 years, with an estimated distribution well in excess of 25 billion units. No reports are known of any adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. Based on the visual inspection, our engineer was able to verify the reported issue of visible silicone. However, since silicone is used in the assembly process there is always a chance that it doesn't get perfectly distributed and some can still be visible in parts. This appeared to have been an isolated incident and no corrective actions were deemed necessary at this time. A review of the device history record could not be performed since the lot number was unknown. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd luer-lok tip syringe had foreign matter on the plunger. There was no report of exposure, serious injury or medical intervention.